Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous upper arm arteriovenous graft (avg) vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon rupture at 6 atmosphere at 4 times in 30 seconds. Subsequently, indeflation was performed and the physician revealed that the blade might have come in contact. The device was removed and simply pulled out from the patient. The procedure was completed with another of same device. No patient complications were reported. The patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A pinhole leak was located 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and tactile examination identified no issues in shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous upper arm arteriovenous graft (avg) vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon rupture at 6 atmosphere at 4 times in 30 seconds. Subsequently, indeflation was performed and the physician revealed that the blade might have come in contact. The device was removed and simply pulled out from the patient. The procedure was completed with another of same device. No patient complications were reported. The patient condition was good.